Event description:
Complainant alleged that while flight and attempting to monitor a 63 year old male pt. The device's display froze and the device was unable to switch from leads to electrode pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.